Manufacturer narrative:
Device evaluated by MFR.: mustang 7.0 x 80, 75 cm device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately 7 mm proximal of the distal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was good.